Event description:
The optician diagnosed a centrally located ulcer, 4-6mm in diameter, in the right eye of a pt. Pain was reported. Severity unk. The optician referred the pt to the ophthalmolgy department of a hosp. A culture was taken which identified the presence of pseudomonas. Scarring is expected. Current visual acuity reported as 6/7.5 (pinhole 6/6) with pre-event acuity 6/6. Request has been made for additional information, however no additional information is available.